Event description:
Procedure: lap appendectomy. According to the reporter: when firing the device the jaws would not release. The ins was resected with another stapler. Delay in or time was reported as 20 minutes.